Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons from new insulin pump was difficult to press as it was for the previous insulin pump as well. It was reported that customer had arthritis in the thumbs. Customer's blood glucose was 549 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.